Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level of 58 mg/dl on (B)(6) 2017, but no bg levels were confirmed on (B)(6) 2017. Cartridge change sequences were conducted on both (B)(6) 2017. There were no irregular bolus requests made. There were no erratic basal rate adjustments. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced intermittent low blood glucose (bg) levels 54-58 mg/dl and food was consumed to address the bg level. The cause of the low bg was not known. As the events had occurred in the past, tandem technical support advised the customer to discuss the low bg events with a healthcare provider.